Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on the right hip on (B)(6) 2000, and on the left hip on (B)(6) 2001. Subsequently, the patient had a right hip revision on (B)(6) 2011, and a left hip revision on (B)(6) 2011, due to alleged pain, swelling, bone loss, tissue death, elevated metal ion levels, and pseudotumors. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 6 mdrs filed for the same event (reference 1825034-2012-01536 / 01541).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fourteen states, "postoperative bone fracture and pain". A more recent version of the package insert states under possible adverse effect number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is number 3 of 6 mdrs filed for the same event (reference 1825034-2012-01536 / 01541). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.